Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the tip of the capture coil broke off and the proximal end of the pipeline could not be opened; therefore, the entire device was removed from the patient with broken pieces an all. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).